Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited insufficiency due to a cuspal tear. It was reported that during the explant, it was noted that a circular defect was observed in one of the leaflets. The device was subsequently explanted and replaced without reported complication.

Manufacturer narrative:
Evaluation results: device history review found the product met specifications when released for distribution. Analysis: received in an explant kit, 0.2% glutaraldehyde. All cusps are in the closed position. All leaflets are flexible. A hole in the left cusp through the lunula and coaptive ridge, adjacent to the point of coaptation appears associated with long suture tail contact. A small mass of pannus is noted on the inflow of the sewing ring adjacent to the non-coronary left inferior coaptive area. Radiography shows remnants of pannus in the small mass of host tissue adjacent ot the non-coronary left coaptive area. Conclusion: the gross analysis shows that the regurgitation was due to a hole in the left cusp. Implant technique likely contributed to the reported event. Device replaced without reported complication.